Event description:
The tps universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger of the device was able to run when the safety bar was on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The tps universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger of the device was able to run when the safety bar was on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The service technician confirmed the reverse trigger was able to be depressed while the safety bar was on through functional evaluation. During the device inspection, the technician found corrosion in the trigger assembly. The device was repaired and returned to stryker stock.